Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was constantly occluding before battery test and also pumped while it was powered off. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log identified downstream occlusion messages which verifies the report of "downstream occlusion". The device was tested for downstream occlusion detection and passed all testing and a check of the sensors found them within specification. No cause of the issue could be identified. The reported issue of the device "pumping while powered off" was inadvertently missed during evaluation however the device will be required to pass all release testing, to ensure the device meets all specification, prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.